Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 9/26/97. On 9/27/97, after iabp for 24 hrs, the "catheter alarm" sounded from the pump and blood was noted in the helium tubing. (Event complications: none from the event-reported 10/17/97.) (Pt's current status: on regular ward.)